Manufacturer narrative:
UDI information: (B)(4). Sample was received for evaluation. The valve was visually inspected; silicone housing damaged around the siphon. The position of the cam when valve was received was 40mmh2o. The sterilization certificate conformed to specifications. The technician was able to confirm the problem reported by the customer. The root cause for the cut/torn silicone housing is due to user error. As noted in the IFU silicone has a low tear/cut resistance. No root cause could be determined for the fever as the sterilization certificate was conform to specifications. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was leaking and was revised. The valve was implanted via vp with the setting of 60mmh2o. The patient visited the hospital because a part of the skin became red and was swollen. The examination showed that the cerebrospinal fluid was leaking. Therefore the valve was removed and a new valve was not implanted. The removed valve syphon guard was exposed because silicone part was damaged. The patient has dementia and it was unknown if she has applied any external force. Slight fever and rash were confirmed. So the patient was diagnosed as meninges and now receiving a treatment for it. The valve was implanted due to secondary normal pressure hydrocephalus. The score of csf protein is within the range. There was a possibility that blood and debris contaminated into the spinal fluid.